Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user recently sustained a head trauma and now feels that her magnet is displaced and "pops in and out with palpation". The user was scheduled for revision surgery in (B)(6) 2024.

Event description:
The user recently sustained a head trauma and now feels that her magnet is displaced and "pops in and out with palpation". The user was re-implanted on (B)(6) 2024. The internal device appeared intact at explantation.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which is expected to have been present whilst implanted. Reportedly, the recipient felt inconvenient magnet behavior at the implant site following a trauma. However, during investigation the magnet was within the implant pocket and is working within specifications. Mechanical damages found at the active electrode are attributable to the removal surgery. This is a final report.